Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that during use, the student was dropped while in the sling (boom arm released uncontrolled) hydraulic pump became non-responsive for next 10 minutes. Complaint #(B)(4) and ra#(B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the unit has not been returned.